Event description:
The customer reported that while running an hcv assary summit sample handler did not aspirate the correct amount of diluent in position 5 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.